Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose up to 600 mg/dl. The customer treated with manual injections. It was also reported that the insulin pump was suspending on its own. The carelink reports were verified and confirmed the insulin pump was suspending. It was indicated that the insulin pump had not been bumped, dropped or exposed to strong magnetic fields. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will not be returned for analysis.